Event description:
According to the reporter, during a pancreatic cancer resection,the stapler was unable to fire and the surgeon was unable to squeeze the handle. They replaced to a new reload to complete the operation. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device tyvek without the physical product. Visual and functional inspections could not be performed without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.